Manufacturer narrative:
The pump alarmed pump error 41 during the rewind. Unable to perform the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the pump error 41. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window and case.

Event description:
It was reported that the insulin pump alarmed with a self test error. It was not possible to clear the alarm and exit the prime/rewind menu. Customer's blood glucose was not known. The customer agreed to return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.